Manufacturer narrative:
The incident occurred in (B)(6).

Event description:
Caller reported a lab result of 95 mg/dl, performa results of 161 mg/dl, and 171 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the strips.